Event description:
Patient¿s representative reported left side ¿swollen lymph nodes, depression, pain in the implant area, anxiety." Patient's representative additionally reported fatigue, mood swings, panic attacks, bloating and digestive issues, exacerbation of existing health issues (night sweats, hot flashes, general anxiety disorder) and emotional distress, all not related to the device. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".